Event description:
It was reported that the distributor noticed that the ample of the cement was broken when he delivered the cement to the hospital. Another cement was delivered to the hospital instead of it and the procedure was completed without any problems.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the united states, but a similar device is commercially available in the united states.